Manufacturer narrative:
The olympus endoscopy support specialist (ess) noted that during the reprocessing in-service, the scope channels were not being flushed during manual cleaning with detergent per the instructions for use (IFU) reprocessing guidelines. The ess reviewed the correct flushing steps per the IFU. The ess recommended reviewed infection control information referenced in the user manual and reprocessing manual. The customer used an automatic endoscope reprocessor (aer) to reprocess the scopes. The ess recommended the customer contact the manufacturer of the aer for proper use. The customer was provided the olympus ontrack for step-by-step reprocessing guidelines and a pdf version wall chart. A wall chart will be ordered and sent to the facility. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a reprocessing in-service/customer competency and infection control in-service. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the evis exera iii colonovideoscope was being reprocessed incorrectly. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing. The following information is stated in the instructions for use (IFU): ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ ¿IFU (reprocessing manual) states on contents of the flushing steps in ¿5.5 manually cleaning the endoscope and accessories, flush the air/water channel with detergent solution, flush the auxiliary water channel with detergent solution¿.¿ olympus will continue to monitor field performance for this device.